Manufacturer narrative:
UDI related data quality updates only. Corrected information: d2. Common device name: thoracolumbosacral pedicle screw system. Product code: nkb.

Manufacturer narrative:
The implants did not return for evaluation. The original surgery date is unknown. Radiograph images were not provided. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Based on information provided, the root cause could not be determined.

Event description:
On (B)(6) 2023, a male patient underwent an incisional debridement procedure. It was reported the bilateral s1 screws were noted to be loose. They were removed and replaced with bilateral iliac screws.